Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that the pt underwent total right hip arthroplasty on (B)(6) 2007. It is also reported that pt was revised on (B)(6) 2010 in with infection, a loose cup and a proximal femur fracture of the greater trochanter was noted. (Spacer was removed and permanent device implanted on (B)(6) 2011).